Event description:
It was reported that the device over infused. The customer indicated it was due to a programming error. No further information is available.

Manufacturer narrative:
Additional information added to: d4;d11. The report of an overinfusion was not definitively confirmed. Details regarding the alleged overinfusion were not provided and therefore a determination whether an overinfusion occurred could not be made, however based on the pcu event log, it is believed the overinfusion occurred on the syringe module and not on the pump module. The event log shows the syringe module was programmed with a dose of 250mg/kg/hr which made the rate 362.5ml/hr and the infusion completing in approximately 7 minutes. Log analysis results: the pcu event log shows the last programmed infusion occurred on 09 july 2020 and prior to that, was used on 13 june 2020. The pcu event log shows pcu s/n (B)(6) was powered on with 1 pump module and 1 syringe module at 12:07 pm on 09 july 2020. The user selected new patient and # 2 for the profile. The user then enabled anesthesia mode. The user then selected the syringe module and selected a 50ml bd syringe with 40.1248ml detected and programmed an infusion of drugid 682 with parameters that made the rate 362.5ml/hr. At 12:08 pm, the device alarmed for near end of infusion. At 12:14 pm, the primary infusion completed, and the infusion stopped (syringe empty). At 12:16 pm, the user channeled the device off and the system was shutdown and powered off. The volume recorded as being infused during this period was 40.1248ml. The root cause of the reported overinfusion was not identified. Review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 19 september 2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 17 november 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : no device received-log review only.

Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device over infused. The customer indicated it was due to a programming error. No further information is available.